Event description:
According to the reporter, the patient was undergoing home peritoneal dialysis until the weekend of (B)(6) 2025, which was the confirmed date when the patient experienced problems with the competitor's cycler, including low ultrafiltration and drainage volume. Audible and/or visual alarms were generated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).